Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling along the greater curvature of the stomach in a laparoscopic sleeve gastrectomy procedure, the staple line bled which resulted to use of clips with three lot numbers. The surgeon had to use clips from the greater curvature of the stomach up to the fundus to stop the bleeding and complete the case.